Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1903280 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two physical samples were returned for evaluation by our quality team. Through examination of the samples, a leak was observed through the plunger rod. Through magnified inspection, the plunger rod was observed damaged. It has been determined that the leakage resulted from the damaged plunger lip component. This type of damage can be produced during the handling of the product within the manufacturing process or the plunger assembly machine.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked on 2 occasions during use. The following information was provided by the initial reporter: when the teacher used a 5ml syringe to withdraw the liquid medicine, the liquid leakage between the plunger and the syringe barrel phenomenon occurred, which resulted in the deviation of the medicine liquid dosage and could not continue to be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5 ml 22 ga 1-1/4 in bd china leaked on 2 occasions during use. The following information was provided by the initial reporter: when the teacher used a 5 ml syringe to withdraw the liquid medicine, the liquid leakage between the plunger and the syringe barrel phenomenon occurred, which resulted in the deviation of the medicine liquid dosage and could not continue to be used.